Event description:
It was reported by the sales rep that his customer was fairly vague about how the leaking oil was observed. The sales rep reported the tech he spoke with reported that once the oil was observed, the handpiece was tagged to be sent in for service. The tech reported to the sales rep there was no reference to any pt involvement. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
On sept 7, 2007, the saw involved in the reported event was evaluated. During the evaluation the technician was unable to duplicate the reported event; the saw performed within specifications. The saw was cleaned and preventative maintenance was performed.